Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Used catheter and epifuse connector and a flat filter were returned. As a result of observing the sample, there was a kink at the position where it contacted the corner of the filter cover of the catheter. The catheter kink may have affected the pump flow rate. Regarding the catheter kink, based on the location where it occurred, it is possible that the kink occurred when the catheter was fixed to the filter cover. Therefore, the cause of the outbreak related to the manufacturing process was not identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that it was connected to the epidural disposable pca pump (manufactured by daiken) and continuous administration, but it was suspected that it was underdosed. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during use. There was patient involvement and no patient harm/adverse event reported.